Manufacturer narrative:
The user facility did not allege that the device malfunctioned or caused or contributed to patient injury or escalation of care. First attempt at placing the jada device into the uterine cavity was unsuccessful, reportedly due to the position of the compression sutures and the patient's anatomy. Following removal of and replacement of the compression sutures, the provider was able to place a second jada device and initiate treatment, which improved uterine tone and controlled bleeding. The decision to escalate care to uterine artery embolization was made "out of an abundance of caution" and not because the jada device was not controlling the hemorrhage. Out of an abundance of caution, we are reporting this event due to the 30-day reporting deadline since we cannot rule out any potential contribution of the initial jada placement failure to the subsequent non-surgical (bakri) and surgical (uae) interventions. If we become aware of additional information, we will supplement this report.

Event description:
It was reported that an attempt to place a jada device into a patient who delivered via c-section was unsuccessful. The patient had been treated with multiple uterotonics and with uterine compression sutures which were all unsuccessful in controlling her postpartum hemorrhage. Jada placement was attempted but the hcp reported they "could not get the jada to stay" and then attempted to place a bakri balloon which was also not able to be successfully placed. A plan was made to move the patient to ir for uterine artery embolization and another provider was called into the operating room to assist with the case. This provider was able to redo the compression sutures and then successfully place a new jada device which she reported "quickly controlled the patient's bleeding and her uterine tone significantly improved". The patient was stabilized and the decision was made to go ahead with the artery embolization "out of an abundance of caution".